Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A baylis device was allegedly used in a procedure in which a puncture of the aorta allegedly occurred. The company was contacted by the relative of a patient concerning a baylis device allegedly used by physicians at a hospital on (B)(6) 2017 that had allegedly malfunctioned. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
Additional information was received after following up with a hospital representative. The hospital indicated that it could not be confirmed that a baylis medical company device was used in the procedure. Currently, no specific device or lot number could be identified. Subsequent investigation could not find any device failure or malfunction for this case.